Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during preparation for a stenting treatment procedure, a stent delivery system could not be loaded onto a guide wire. Vascular access was via the femoral artery. The 70% stenosed, concentric, de novo target lesion was located in the moderately tortuous right coronary artery. During preparation, the 0.014 floppy guide wire was unable to pass through the tip of the 2.5 x 20 mm promus element stent delivery system (sds) because the tip was closed. The procedure was completed using a 2.5 x 16mm promus element sds. No patient complications were reported and the patient's status is stable. Device analysis revealed that the stent had moved on the balloon.

Manufacturer narrative:
Device is combination product. (B)(4). A visual inspection of the returned device revealed that the balloon was tightly folded with the stent secured on the balloon. The stent was 1 mm from the distal edge of the proximal markerband. There were crimp marks on the proximal end of the balloon, it was evidence that the stent was appropriately positioned and secured to the balloon in manufacturing. The shaft was kinked 18cm from the distal tip. The distal tip was stretched and damaged. Inspection of the remainder of the device presented no damage or irregularities. The inner diameter (ID) of the proximal end of the wire lumen was measured with a calibrated pin gauge set; the ID was .014", which is within specification. A .014" guide wire was advanced through the proximal end of the wire lumen and successfully tracked through the lumen until encountering resistance at the distal tip. The wire could not be advanced through the damaged distal tip. The reported damage and difficulty were determined to be attributable to a damaged distal tip; however, there was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).